Manufacturer narrative:
The reported event was confirmed as manufacturing related. The inspector received a dome drainage bag and a silicone catheter. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and it was noted that the solution leaked from a pinhole on the shaft of the catheter. Per internal standards, "cuts in lumens are not allowed. Notch not to penetrate drainage lumen and must be properly formed, inflation lumen no nicks allowed." The pinhole was measured to be 0.019 inches in size and located 0.4060 inches from the bifurcation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use."

Event description:
It was reported that the catheter leaked water while the balloon was being inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter leaked water while the balloon was being inflated.